Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when he woke up. The customer was treated by the paramedics on (B)(6) 2015. Customer's blood glucose level was 14 mg/dl. His blood glucose level was treated with sugar water injections. The drive support cap was flushed. The customer was advised that the device would be replaced and agreed to return the product for analysis.